Manufacturer narrative:
(B)(4): physio-control provided the biomed with technical troubleshooting assistance. It was later confirmed by the biomed that the device was repaired and after verifying proper device operation through functional and performance testing the unit was placed back into service for use. The biomed could not recall what exactly he had done to resolve the reported failure, however, and could only remember that it had been resolved. The cause of the reported failure could not be determined.

Event description:
The customer, a biomed, contacted physio-control to report that several buttons on their device's main keypad were unresponsive. Specifically, the energy select down button and the charge button no longer worked. There was no patient use associated with the reported event.